Event description:
It was reported that there was no stimulation sensation and the onset was sudden. The patient had a device for her radial nerve in her arm with the implantable neurostimulator (ins) implanted in her chest. The patient noted that four days prior to the report she stopped feeling any stimulation. She confirmed on the patient programmer the ins light was flashing and the battery and ins ¿on lights¿ were green. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3988, lot# n25482a, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information received reported the patient could not find a healthcare provider to do the radial nerve stimulator.